Event description:
Reporter alleged going to the hospital based on the blood glucose monitoring results and later obtaining unrealistic results afterwards which if recurred; is likely to cause or contribute to a serious injury. Reporter stated result of 429 mg/dl was obtained and hospital tested with a result of 67 when a back to back test on meter was 365 mg/dl. Reporter indicated being treated with dietary adjustment at the hosp and no controls were used. A request was made for the return of the suspect device and replacement product was sent.